Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received hydromorphone (40mg/ml, 3.1247mg/day) and clonidine (100mcg/ml, 7.8118mcg/day) in an implantable pump for spinal pain. A volume discrepancy occurred during a refill on (B)(6) 2016. The expected residual volume (erv) was approximately 7ml and the actual residual volume (arv) aspirated was 8ml. There were no symptoms reported. The hcp was only able to inject 36ml of drug. Then, only 30ml of that could be aspirated when drug removal was attempted. Proper needle placement and the use of the manufacturer's refill kit was confirmed. The kit tubing and needle patency were checked. It was reviewed to perform the locked valve procedure (hold negative pressure and use a smaller syringe to force saline into the reservoir). It was recommended to use fluoroscopy to continue the refill procedure. The hcp was going to try the locked valve procedure and call back if needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.